Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fan was not moving and had black screen. The customer reported there was an electrical burning smell and no delay to patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the station was not powering on due to a faulty solenoid on drawer 4.2 main. A field service engineer replaced other affected components, including the drawer controller card and drawer module controller, which brought the station partially back online. A new service appointment was created to replace the missing solenoid for the enhanced half-height drawer 3.2. After replacing the solenoid, the drawer was tested in diagnostics, and the results were posted in the feed. The customer also performed testing and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fan was not moving and had black screen. The customer reported there was an electrical burning smell and no delay to patient workflow. There were no adverse events or injuries reported based on this event.